Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022 and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on juine 21, 2022.

Manufacturer narrative:
This report is submitted on july 29, 2022.